Event description:
The evis exera iii duodenovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found inside the light guide lens. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. During evaluation, a brownish foreign material was found inside the light guide lens which was most likely traces that remained from previous procedures/reprocessing or corrosion. The following additional findings were revealed: the suction-cylinder had no color; due to damage on channel-tube, water tightness was lost; due to wear of angle wire, the play of up/down knob was out of the standard value; distal end was shaved; and water tightness of forceps elevator was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material inside the lightguide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was like due to physical stress caused by hitting or dropping the distal end of the device and or chemical stress caused by chemical solution used, resulting in the adhesive around light guide lens to peel off and allowing humidity/moisture to enter the lens, causing stain/corrosion. The event may be detected by following the instructions for use sections below: tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.